Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Later patient reported "hospitalization, I was admitted to the oncological surgery department due to a ruptured breast implant confirmed by MRI, psychological distress".

Event description:
Patient reported "rupture", "qualified for replacement for medical and preventive reasons, due to its origin from the same product series withdrawn from the market", " a significant deterioration in quality of life", "considerable psychological stress, especially in the context of previous cancer treatment", "a physical and emotional burden related to the treatment, emphasize that the implants were used as part of treatment after cancer". This record for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.